Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. A 16 fr sheath was used during the procedure. The physician reported that an endoanchor migrated down to the flow divider of the device and the physician did not think it was an radio opaque marker from a device.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported anchor migrating down to the level of the flow divider could not be determined from the images provided. Analysis of the returned films did not reveal any anatomical, stent graft, or anchor characteristics that could explain the reported event. Pre-implant non-contrast CT¿s returned revealed that the proximal neck was relatively straight and contained scattered calcification along its length. Films at implant showed that after implanting the bifurcate stent graft system, approximately 8 endoanchors were seen having been implanted into and around the proximal portion of the bifurcate/aorta. No stent graft issues were observed. Images during implant of the endoanchors were not seen in the films provided, and the migrated anchor was also not observed in the films returned. It is possible that this event was user related. It was reported that the physician was in a lateral position during deployment of an endoanchor and it could not be verified whether the anchor was opposed to the stent graft/aortic wall during deployment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aptus endoanchor system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that one of the endoanchors migrated down to the flow divider. The physician was reportedly not worried because it appeared to be fixed in position at the top of the gate. It was noted that the aptus device was being used prophylactically. The physician stated that the cause of the event was user error. The physician was in a lateral position during deployment of the endoanchor and so it is possible that it could not be verified whether the anchor was apposed to the endograft wall during deployment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported anchor migrating down to the level of the flow divider could not be determined from the images provided. The migrated anchor was not seen in the films provided. Analysis of the returned films did not reveal any anatomical, stent graft, or anchor characteristics that could explain the reported event. Pre-implant non-contrast CT¿s returned revealed that the proximal neck was relatively straight and contained scattered calcification along its length. Films at implant showed that after implanting the bifurcate stent graft system, 8 endoanchors were seen having been implanted into and around the proximal portion of the bifurcate/aorta. No stent graft issues were observed. In addition to the reported migrated anchor, images during implant of the endoanchors and removal of the guide were also not observed in the films returned. Following implant of the anchors and removal of the endurant delivery systems, an unknown object (likely not an anchor) was seen in two of the returned films positioned near the centerline of the bifurcate, ~5mm directly below and extending 5mm to the left of the flow divider marker band. It appeared to be located within the lumen of either the contra or ipsi limb. The rectangular object measured ~6mm x 2mm, and appeared stationary in the cine films. In addition to this unknown object, the proximal end of a heli-fx guide was also observed positioned within the left/ipsi limb, ~6cm below this unknown object. No obvious issues were seen with the radiopaque markers on the guide. The size of the ¿c¿ marker from this guide measured ~5mm x 1.5mm; approximately the same size as this unknown object seen near the flow divider. The identity and cause of this unknown object remaining within the bifurcate stent graft post-implant could be determined from the films provided. Since this was initially seen after implanting the anchors, it is possible that this object may have broken away from a section of the heli-fx endoanchor system. It is also possible that this event was user related. It was reported that the physician was in a lateral position during deployment of an endoanchor and it could not be verified whether the anchor was opposed to the stent graft/aortic wall during deployment.